Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence with multiple cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.